Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that high impedances were observed, which may have triggered the lead alert. The patient had 1300 ventricular high rate events, which were very short, and the technician was unable to determine if they were real events or related to noise. It was also reported the lead was replaced because of decreasing impedances, indicative of an impending insulation issue. Decreased sensing was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.